Event description:
Patient allegedly lost control of the lifting motor handset which was fixed to a lanyard around patient's neck. Even though handset was still connected to the lanyard around the patient's neck and proximal to the patient's groin area when patient lost control, patient was unable to retrieve it and also did not use the emergency down. Patient consequently remained suspended in the lift system for a prolonged period causing respiratory and nerve issues which required hospitalization. Patient has been unavailable for interview. Description of this event is based on first emergency responder information.

Manufacturer narrative:
After the installation and training were complete on the medical device the patient wasn't able to use the system often due to various interruptions caused by; construction work in his apartment interfering with his ability to use the system due to patient's decision to remain in bed until construction was complete intermittent visits to the hospital creating a gap between training and continued use because of these interruptions, the patient's experience in use of the medical device was brief/limited up to the moment of the event. After dropping the handset the patient didn't use the emergency down function as trained in order to lower himself onto the bed. After the event the medical device was evaluated by the local dealer using the yearly inspection instructions and checklist. No failure of the medical device was detected. The emergency down function was accessible and functioned in accordance with factory specifications.